Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine at .2404 mg/day via an implanted pump. It was reported that the patient wasn¿t getting pain relief from the therapy. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿poor technique and placement of the catheter.¿ the catheter was replaced. It was noted that the replacement surgeon found there had been very poor technique; the catheter was kinked in multiple areas; and the catheter tip was also much lower than where it should have been. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.